Manufacturer narrative:
Medical device expiration date: na initial reporter state: address unavailable. (B)(6) has been used as its place holder. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced missing label information. The following information was provided by the initial reporter. The customer stated: consumer reported box of pen needles with missing expiration date.